Event description:
It was reported that the ilet device exhibited sporadic non-responsiveness of the sleep/wake button, though the button was functioning at the time of the call. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no interruption of therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no reproducible malfunction during the interaction and no observed device alarms. It was concluded that the event could not be confirmed and that continued monitoring was advised, with replacement to be considered if the issue recurs.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.